Manufacturer narrative:
This record was discovered during retrospective review. The returned device was visually examined and showed no visible defects to the jaw area. There was minor staining and spotting associated with sterilization. The locking mechanism was working correctly. The device was further evaluated by MFR in germany. The device was within specifications. There was no performance failure found. The device was returned to carefusion without any changes made.

Event description:
A male patient was admitted for a laparoscopic roux-en-y gastric bypass procedure. During the procedure the user reported that the graspers were "rough" and were cutting the serosa. The surgeon reported that there was no full thickness perforation but there were small tears, 4 of which required sutures. The patient had an ugi series per routine for this type of procedure. There was no indication of leak or obstruction. The patient did well post-operatively and was discharged to home the following day.